Manufacturer narrative:
Site neurosurgeon dr.(B)(6) declined to provide patient information. On 06/20/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported. No parts have been received by manufacturer for analysis.

Event description:
A site physician reported that, while in a pituitary tumor resection, and while navigating, the navigation system monitor displayed a intermittent black screen. No further details regarding this behavior were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The medtronic representative found the system and component connections were ok. The medtronic representative was unable to replicate the reported issue.